Event description:
Follow up revealed that the patient's infection has been resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the ipg site. As a result , the patient's ipg was explanted and local powder antibiotics applied, and oral antibiotics given.